Event description:
Customer was hospitalized due to diabetes-related concerns, although the exact cause of hospitalization remained unknown. Highest blood glucose level recorded during the incident was 500 mg/dl, and customer had high ketone levels identified as dangerous. There were no observed issues with the pump, cartridge, infusion set tubing, or insulin, and the pump functioned as intended upon checking. Customer received treatment with IV fluids of saline and insulin, which resolved the issue. There was no reported permanent damage, and the customer was released on (B)(6) 2025.